Event description:
It was reported that during a lap hysterectomy procedure, the blade broke in half and it was found on the mayo table. This happened at the end of the case. There was no patient consequence.

Manufacturer narrative:
Date sent: 4/29/08. Info anticipated, but unavailable at this time.